Manufacturer narrative:
Updated fields: d8, h2, h3 & h6. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrovideoscope had an ultrasound image malfunction. This was found during reprocessing; there was no patient or user harm.